Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced recurring blood glucose (bg) levels of approximately 400 mg/dl. Customer alleged that elevated bg was due to issue with pump. Customer reverted to an alternate pump for insulin therapy. System check was not performed as customer was no longer using the pump.